Event description:
The hcp reported that following implant, the pump was incorrectly programmed initially as 2000 mg/ml instead of 2000 mcg/ml. The pump was programmed and the hcp was confident that the patient was receiving the correct dose. Subsequently, another caller reported that the patient had gone through withdrawal approximately 2 weeks post implant. Final patient outcome has not been reported to us.